Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿ s pump and catheter were returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that they attempted to aspirate drug from the pump on (B)(6) 2017 and still could not aspirate. Troubleshooting options were reviewed of visualizing reservoir to see it is at an angle or using saline, etc. The physician was electing to replace the pump on (B)(6) 2017.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving fentanyl (2000 mcg/ml) at an unknown dose via an implanted pump. The indication for pump use was post-herpetic neuralgia and spinal pain. On (B)(6) 2017 the hcp was initially able to aspirate the pump, but unable to fill it. Proper needle orientation was confirmed; a manufacturer¿s refill kit was being used; the locked valve procedure (holding negative pressure) was attempted; a smaller (5 or 10 cc) syringe was used to force saline into the reservoir; kit tubing patency was checked; and needle patency was check, but the hcp still could not get more than 15 ml into the pump and the hcp also could not aspirate the15 ml back out of the pump. The patient no symptoms related to the refill issue. It was noted that the patient relied on the ptm (personal therapy manager) and pa (patient activated) boluses for their therapy, so since they had been working on the refill issue for so long the hcp programmed a single bolus and the patient did not feel the effect of the bolus. The hcp planned to program another single bolus to see if the patient would feel the effect. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was reservoir access issues due to residue in the fluid path of the pump before decontamination. Eval code-result on the pump updated. Eval code-conclusion on the pump updated .